Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. The customer loaded a new cartridge before seeking troubleshooting assistance. Technical support confirmed the cartridge alarm and advised the customer to follow up if the issue persisted. Additionally, a replacement cartridge was sent as a goodwill gesture.